Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture."

Event description:
Patient underwent a proximal femoral nailing procedure, during which the surgeon was drilling and heard a crunching sound. Radiographs were taken post-operatively that revealed a metal fragment that had fractured off the drill. This fractured piece remains inside the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4).